Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the air nozzle missing glue. Based on the result, we concluded that it was caused due to the physical damage applied on the air nozzle. In addition, our technician confirmed that the water nozzle clogged, the bending rubber leak, the electrical pin connector dirty, the left pulley wire worn out, the navigation connector failure, the suction channel kink, the angulation down angulation decrease, the angulation left angulation decrease, the angulation right angulation decrease, the angulation up angulation decrease, the air/water socket chipped/cut o-ring, and the bending rubber pin hole; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the air nozzle glue missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).